Manufacturer narrative:
H.6. Investigation: the batch history analysis was performed, quality notifications were verified, maintenance records and no deviation was found for this lot. Image of reported incident was received for analysis. At image it was possible observe 2 samples with fm ¿ burn plastic and 1 sample with missing adapter. The defect was found in the plunger rod component that presented degraded material and is related to burn resin inside the injection cylinder of the press. The missing adapter can be related to failure at feeding system during packaging process.

Event description:
It was reported that oralpak 5ml cols adap16 bls was missing the adapter and the syringe was dirty. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during the product packaging process, syringes with deviations (missing adapter and dirty syringes) were found. The products are sealed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 5ml cols adap16 bls was missing the adapter and the syringe was dirty. This occurred on 3 occasions before use. The following information was provided by the initial reporter: during the product packaging process, syringes with deviations (missing adapter and dirty syringes) were found. The products are sealed.